Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical professional reported the unit not performing phaco during calibration. The handpieces were exchanged, but the issue remained. He advised this has been happening intermittently for the past six months. Each time, the issue was noticed during calibration and an alternate system was used to perform the procedures. There has been no pt involvement with any of the instances.